Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information obtained, a single definitive root cause could not be conclusively determined. This device is no longer being processed under 1627487/06/02/2017/001-c as the device was successfully recovered through the correction.

Event description:
It was reported that the device was successfully recovered by a representative and is now providing effective therapy. The issue has been resolved.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's scs ipg became inoperable following an unrelated collar bone surgery. It was reported that the patient may have not put the scs ipg into surgery mode before the surgery. Surgical intervention may take place to resolve the issue.